Event description:
It was reported that sterile water leaked near the funnel of the Foley Catheter immediately after placement.

Manufacturer narrative:
The reported event was confirmed manufacturing related per CAPA: 12182448.FUNCTIONAL: Inflated catheter with 10mL methylene blue solution (3 drops 1% aq methylene blue per 100mL distilled water) using returned syringe. During inflation, pinhole at bifurcation site found measuring 0.018in. This does not meet specifications which states, "Catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket.The reported event is addressed in a Corrective and Prevention Action (CAPA: 12182448) document. DHR Review, Risk review, and labelling review are not required as event has already been investigated per CAPA. Based on the results of the investigation, no additional actions can be taken at this time.Correction: D.This report references a US equivalent device. The US UDI equivalent for this product number is used.H11: Sections A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. INITIAL REPORTER NAME: NATIONAL HOSPITAL ORGANIZATION HAKODATE MEDICAL CENTER THIS REPORT REFERENCES A US EQUIVALENT DEVICE. THE US UDI EQUIVALENT FOR THIS PRODUCT NUMBER IS USED. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED THAT STERILE WATER LEAKED NEAR THE FUNNEL OF THE FOLEY CATHETER IMMEDIATELY AFTER PLACEMENT.